Manufacturer narrative:
The reported event is believed to have been attributed to stress, leading to eventual fatigue in the material of the top plate of the inner tube. An investigation was unable to be done to verify the failure because the patient had refused inspection. CAPA (B)(4) was opened to address the root cause of this failure mode. This is a late filing MDR to ensure all reported complaints are properly submitted. Due to the age of the complaint, specific details related to the event are unavailable. Please reference cover letter: permobil MDR late filing (7 of 32).

Event description:
Received report of the seating having detached from the chassis. Reports from inspection shown the upper plate having detached from the inner tube of the seat elevator. No injury was reported to have occurred as a result. Exact date of event is unknown.